Manufacturer narrative:
Pending investigation. Concomitants: 359010; 02-029-99-1002 - threaded head pin 2.3" square head. 360341; 02-029-99-1001 - fluted headless pin 3.0" square head. 6086684; 200-07-32 - advanced patella 32mm 3 peg implant. 6176063; 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t. 6238997, 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5.

Event description:
As reported via legal documentation, a patient had right knee replacement (B)(6) 2019 and was implanted with an exactech truliant device. They have since reported symptoms including pain, stiffness, and impaired mobility. There is no information regarding having or planning to have revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Investigation - serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.